Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient explained that he is due to have a revision of his right hip due to leaking metals.

Manufacturer narrative:
An event regarding an "alleged leaking metals" involving an unknown hip stryker devices was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient explained that he is due to have a revision of his right hip due to leaking metals.